Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system with share user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted on (B)(6) 2016 to report a reaction to the sensor patch adhesive that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's father described the reaction as an itchy rash, in a circular shape, located under the sensor. Patient saw a doctor on (B)(6) 2016 regarding the rash. The doctor recommended over-the-counter (otc) hydrocortisone cream to clear the rash. Affected area was treated with otc hydrocortisone cream 1%. At the time of contact, patient's father reported no improvement to the skin, in the area of the sensor placement. No additional event or patient information was provided.